Manufacturer narrative:
A review of the sample device found no damage. A leak test was performed and no leakage was found. The review cannot confirm that the event described in the complaint was due to a device issue.

Event description:
(B)(6): PICC removed due to peripheral edema at the level of the shoulder. PICC inserted on (B)(6) 2020 in the right arm. Lot # 11281136.